Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds poor sensing, and dislodgement confirmed via x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 for dislodgement not being confirmed.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds poor sensing and x-ray performed on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds poor sensing and chest x-ray was performed and revealed the lead appeared to not have moved on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 for x-ray showed no movement on the lead.